Manufacturer narrative:
The device was not returned to olympus for inspection, so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed a distorted image outside of clinical use. There was no patient involvement.